Event description:
Hospital reported experiencing pulling air into the system when using a boston scientific 20" contrast injection line packaged within a convenience kit. There has been no patient injury. No samples are being returned.